Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that during patient use an ht70 ventilator experienced a backup battery failure alert while the unit was connected to the alternating current (ac) power source. The patient's father noticed the alarm and called a service technician. The patient was transferred to another ventilator. There were no negative patient consequences reported.

Manufacturer narrative:
During a follow-up with the user facility, the device was reported to be repaired and returned to the user for clinical use. The battery was replaced to resolve the reported issue. The battery was received by covidien for an investigation. The complaint's reference to "backup battery failure" could indicate a failure in backup battery due to communication failure with host processor or the capacity was below 1 ah. The battery was installed into an ht70 test unit for over 42 hours, and subjected to numerous power up, power down cycles, both with and without ac connected, and with and without ventilation. The integrated power pac and this backup battery were allowed to be exhausted with ac removed, forcing an automatic shutdown. Except for the anticipated battery low alarms, no battery "failure" alarm was received. The reported complaint was not confirmed as the device was found to function per specifications. (B)(4).